Manufacturer narrative:
(B)(4) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a resection on the small intestine (resection of the metastases) procedure on (B)(6) 2020; and a suture was used. It was reported that the patient had repeated occlusion on a pelvis nodule carcinosis in a context of a neuro endocrine tumor metastatic. During the procedure, the suture pulled off the needle when passing on the patient tissues. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/09/2020. A manufacturing record evaluation was performed for the finished device qamjkx batch number, and no non-conformances were identified. Additional h-3 summary: five unopened samples of product were received for evaluation. During the visual inspection of five unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements.the device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.